Event description:
The manufacturer received information alleging a ventilator's exhalation valve was leaking and had no pressure. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module will be replaced to address the issue. Conclusions: device has been evaluated but the components have not been replaced pending customer approval of estimate.